Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00524, 00525, 00526 and 00527. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure in the renal artery using two px slim delivery microcatheters and penumbra coils 400. During the procedure, the second penumbra coil 400 was not able to advance through the px slim delivery microcatheter. The physician removed both the px slim delivery microcatheter and penumbra coil 400 from the patient. A second px slim delivery microcatheter and penumbra coil 400 were inserted; however, the penumbra coil 400 could not advance smoothly through the px slim delivery microcatheter; therefore, both the px slim delivery microcatheter and coil 400 were removed. The physician confirmed that the px slim delivery microcatheter was not bent by flushing it and continued to use it. A third penumbra coil 400 was used; however, the coil would not advance smoothly through the second px slim delivery microcatheter; therefore, the microcatheter and coil were removed from the patient. The physician completed the procedure with a third px slim delivery microcatheter and sixteen penumbra coils 400. There was no report of an adverse effect on the patient. Physician's comment: the coils could not move smoothly inside the first and second catheter.